Manufacturer narrative:
(B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. Device not returned.

Event description:
The hospital reported that during a coronary artery bypass procedure, aortic cutters (3.8mm) was not sharp. It broke, but it wasn't enough. The new punch was used again and the operation was finished. There seems to be no problem with the patient. The operation has been completed successfully.

Event description:
The hospital reported that during a coronary artery bypass procedure, aortic cutters (3.8mm) was not sharp. It broke, but it wasn't enough. The new punch was used again and the operation was finished. There seems to be no problem with the patient. The operation has been completed successfully.

Manufacturer narrative:
Updated sections: g4,g7,h2,h6,h10 internal complaint number: (B)(4). The lot # 25150913 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.